Event description:
Medtronic received a report that the cuff had a leakage. The staff was also having issues with the cannula, which had to be exchanged multiple times. There was no patient injury reported and the patient is stabilized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient is a (B)(6) man suffering from difficult tbe since 2007. He suffers from partial respiratory paralysis and paralysis in upper extremities, chest and neck. He has had tracheostomy tube since (B)(6) 2007, and has been on same medication many years.